Event description:
It was reported that the supply line of a homechoice automated pd cassette would not connect properly to a solution bag. This occurred while the patient was priming the patient line. The patient stated that a check lines and bags alarm occurred and they observed that the solution bag would not screw on to the patient line. The patient stated that they would start therapy over with all new supplies. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. A sample was received and an evaluation was completed. A visual inspection of the cassette was performed with no issues noted. During testing, the device was connected to a set of solution bags and a full therapy was performed with no issues noted. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.